Manufacturer narrative:
Potential adverse events in the labeling with the penumbra coils include, but are not limited to, acute occlusion, distal embolization, including death. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2022-00030.

Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "a pilot randomized controlled trial of endovascular coils and vascular plugs for proximal splenic artery embolization in high-grade splenic trauma" (gunn et al. 2021). In this single center prospective study, twenty-four patients underwent coil embolization procedures in the splenic artery using pod coils and pod packing coils (pod pcs) between march 2019 and february 2020. It was reported that one patient experienced post-procedural coil pack migration to the splenic hilum. Subsequently, the patient experienced splenic infarction which required splenectomy. Another patient experienced distal migration of the coil pack by approximately one centimeter during the procedure; however, there were no clinical sequelae. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.